Manufacturer narrative:
Information regarding the initial reporter occupation: unknown. Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Two (2) photos were also provided. The first photo provided confirmed the lot number of the device. The second photo shows the catheter out of the packaging, after the balloon had been used. Our laboratory evaluation of the product said to be involved confirmed the report. A functional test was performed on the returned device. A cook quantum biliary inflation device (qbid-1) was filled with water and attached to the balloon inflation port and negative pressure was applied to the balloon. After applying negative pressure, the balloon was inflated. The balloon would not hold pressure, and water was leaking from a pinhole near the center of the balloon material. An examination of the gold bands near the distal and proximal ends of the balloon showed no roughness. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis of the returned product. The device history record does contain a nonconformance that could potentially be related to the complaint. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A possible contributing factor for leakage is if the device comes in contact with a sharp object or burr in the endoscope accessory channel. Another possible contributing factor for leakage is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Prior to distribution, all quantum ttc biliary balloon dilators are subjected to a leak test to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician selected a cook quantum ttc biliary balloon dilator. The physician advanced the device through the wire guide to the desired position [duodenal papilla]. The physician inflated the balloon with water and found a leaking issue. They retracted the device from the patient and detected that the balloon was broken. The physician changed to another of the same device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.